Manufacturer narrative:
Results: pivot block.

Event description:
It was reported by service report that the right side rail did not latch in the upright position. No pt involvement or adverse consequences are reported.